Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician was "not happy with the initial connection." Following disconnection, the device set screw became angulated within the silicone and the wrench was unable to tighten the set screw. The implanter was able to remove the set screw by digging out the silicone. The set screw was repositioned, however the implanter opted for a new device rather than to leave the lead connected with no silicone to secure the set screw. It was also noted that the implanter accidentally placed the df-1 port plug into is-1 port prior to connection which may have affected the thread in the device header block. No patient complications have been reported as a result of this event.